Event description:
The customer reported being in the hospital with and infection and he was given antibiotics. The caller just inquired to see if there were any issues with the insulin pump. The customer stated that every two hours she was up, could not sleep, and was dehydrated and vomiting. The blood glucose at time of admission was almost 500mg/dl. The customer called back and his glucose level was still running high. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a button error alarm and no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.